Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the compact air drive device was blocked, seized and rough running. It was noted that the motor was internally blocked, the device showed wear and tear of internal components for use, there was evidence of lack of constant lubrication, and the housing or case was deteriorated and beaten. It was also noted that the device failed pre-repair diagnostic tests for status of development, assessment of the reverse locking mechanism, air leak, function of the triggers for fwd / rev mode, untrue running, excessive noise, power with the test bench, and starting behavior. It was noted in the service order "motor internally blocked, shows wear and tear of the internal components, requires change of housing." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.